Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that a pumping segment ballooned during use on the 8 tower unit. Normal saline was infusing. No IV pushes or flushes were given through the line. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.